Event description:
Customer reported, the system would not produce x-rays. Both foot switch and hand switch were used. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found two broken wires were broken inside the interconnect cable connector from c-arm to monitor cart. Replaced the interconnect cable. No patient injury was reported.